Manufacturer narrative:
Date of event: event date not reported, aware date was used as estimate.

Event description:
It was reported that there was a perforation and pericardial effusion. It was reported via social media that the patient underwent the watchman left atrial appendage closure procedure. During the procedure the device perforated the heart which resulted in a pericardial effusion. The patient required a drain to be placed overnight to drain fluid. The patient is doing fine following these events.